Event description:
Additional information was received on 05jun2020. The bypass tube was not dislodged before the carrier tube was inserted. The carrier tube was broken prior to insertion (noted as the extravascular anchor was bulging through the break). It was impossible to push the extravascular anchor into the introducer. The type of procedure being performed was a neurointerventional. An 8fr procedural sheath was used. It was impossible to insert the extravascular anchor in the introducer due to swollen appearance, when attempted; plicature of the carrier tube. Hemostasis was achieved by the second device successfully, although with difficulty. The second attempt was the same problem; however, by aligning the carrier tube a little better, they succeeded in inserting the extravascular anchor before it started to swell on contact with the blood.

Manufacturer narrative:
This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00279. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Catalog number- requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional- requested, not provided. Occupation- requested, not provided. Device manufacture date - unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when the angio-seal device material was put in place, the vascular and extravascular anchor looked unusual, then the sheath ruptured.